Event description:
On (B) (6), 2010, the lay user/patient contacted lifescan (lfs) alleging that the threading on the cap of her onetouch lancing device was damaged. The medical surveillance specialist (mss) reviewed the customer care advocate (cca) documentation and spoke with the patient on (B) (6), 2010 to classify this complaint. The patient alleged that the product issue began on the morning of (B) (6), 2010. The patient claimed that she was unable to test her blood glucose due to the alleged product issue. The cca documented that the patient manages her diabetes with oral medication. The patient confirmed that she continued with her usual diabetes medication routine despite the alleged product issue. At approximately 11:30 am on the day the reported lancing device issue occurred, the patient claimed that her vision turned black, but confirmed to the mss that she did not pass out. The patient stated that a family member provided her with treatment of food and drink. The patient reported that she felt better twenty minutes after her treatment. The patient stated that she made an appointment to see her doctor the very next day on (B) (6), 2010 to inquire about her vision. The patient¿s blood glucose was reportedly tested on the clinic meter and obtained a result of ¿111 mg/dl.¿ the patient denied receiving any medical treatment for a diabetes-related complication while at the doctor¿s office. The cca documented that the patient did not report any misuse of the alleged lancing device. A replacement lancing device was sent to the patient. Based on the information provided, this complaint is being classified as MDR-reportable due to the following conclusion(s): the patient claims she was unable to test her blood glucose due to the reported issue, reportedly developed a symptom suggestive of a serious injury, and required the assistance of another person for treatment after the alleged lancing device issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.